Event description:
It was reported that the patient's blood glucose level (bg) rose to 350 mg/dl while wearing the pod between 25 and 36 hours. The patient felt pain at the infusion site and when removed, the needle was still visible, indicating it did not retract back into the pod as intended. As treatment, the patient gave a manual bolus using a syringe.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.